Event description:
A pt reported experiencing inaccurate results with a fasttake meter. The pt's blood glucose results were 223 compared to the lab's 140mg/dl. Tests were done less than a min apart. The lab had used venous blood on pt's teststrips which will give inaccurate meter results. Pt did not report any adverse events. No further info has been reported.